Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.3. Date of event: updated. B.5. Event description: updated. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Type of investigation: code b15 added. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings for imaging evaluation: code c19 added. H.6. Investigation findings for imaging evaluation: code c19 - the imaging evaluation, performed by a clinical imaging specialist, showed one time-point available for evaluation: post-implantation cta dated (B)(6) 2025. The length from the right renal artery to the tip of the proximal implanted device appeared to be 12.9mm by outer curve length. The length from the right renal artery to the proximal circumferential device appeared to be 23.4mm by outer curve length. The proximal device was not laying perpendicular to the flow lumen, and contrast was observed outside the proximal end of the device on the outer curve. Contrast flow into the aneurysm sac was observed from this origin, confirming the presence of a proximal type I endoleak. H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a zone 9 infrarenal abdominal aortic aneurysm using a gore® excluder® conformable aaa trunk-ipsilateral leg component. The patient reportedly had a long aortic neck, and it was noted that the trunk-ipsilateral leg component was landed approximately 11mm below the renal arteries during the index procedure. There were no deployment issues or other device events that contributed to the trunk placement. The physician was satisfied with the device placement and opted not to constrain and adjust the device. There was no endoleak or other issue observed at the close of the procedure. The patient tolerated the procedure. On (B)(6) 2025, a proximal type I endoleak was observed on post-implantation follow-up cta imaging. The length from the right renal artery to the proximal tip of the trunk-ipsilateral leg component was noted to be approximately 12.9mm by outer curve length. The length from the right renal artery to the proximal circumferential device was noted to be 23.4mm by outer curve length, and it was noted that the proximal device was not laying perpendicular to the flow lumen. A reintervention was performed on (B)(6) 2025, and a cook medical aortic extender device was implanted proximally. The endoleak was successfully treated. There were no further reported issues. The patient tolerated the reintervention.

Manufacturer narrative:
A.4. Patient weight: this information has been requested but has not yet been provided to gore. B.7. Other relevant history, including preexisting medical conditions: this information has been requested but has not yet been provided to gore. D.10. Concomitant medical products and therapy dates: this information has been requested but has not yet been provided to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a zone 9 infrarenal abdominal aortic aneurysm using a gore® excluder® conformable aaa trunk-ipsilateral leg component. The patient reportedly had a long aortic neck, and the trunk-ipsilateral leg component was intentionally placed approximately 11mm below the renal arteries. On or about (B)(6) 2025, a proximal type I endoleak was observed. A reintervention is planned to implant an aortic extender component. A planned thigh cutdown will be performed during this treatment.